Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(6), non-sustained lead noise and undersensing were observed. Device remains implanted and patient to be monitored.